Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited high out-of-range left ventricular (lv) pacing and right ventricular (rv) pacing impedances measuring greater than 3,000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. It was noted that rv thresholds have increased. Additionally, there was noise on the rv channel that was being sensed however, there was no pacing inhibition. The patient is not dependent on therapy. Technical services provided programming options. At this time, the device, lv and non-boston scientific rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited high out-of-range left ventricular (lv) pacing and right ventricular (rv) pacing impedances measuring greater than 3,000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. It was noted that rv thresholds have increased. Additionally, there was noise on the rv channel that was being sensed however, there was no pacing inhibition. The patient is not dependent on therapy. Technical services provided programming options. At this time, the device, lv and non-boston scientific rv lead remains in service. No adverse patient effects were reported.